Event description:
It was reported that the stent had moved on the balloon. The 85% stenosed target lesion was located in the mildly tortuous and severely calcified left renal artery. After the lesion was pre-dilated with a 4x20 unspecified balloon catheter, an 18 guidewire was used to deliver a pre-loaded 6.0mmx18mmx150cm express vascular sd stent which was used for treatment. However, during the procedure, it was noted that the stent had moved about 5mm within the catheter. The device was removed, and the procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient status was stable.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an express sd balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed that the stent has shifted and is no longer in the manufactured position. Microscopic examination revealed no additional damages. The balloon is tightly folded and there are crimp marks on the balloon. Inspection of the remainder of the device presented no damage or irregularities.

Event description:
It was reported that the stent had moved on the balloon. The 85% stenosed target lesion was located in the mildly tortuous and severely calcified left renal artery. After the lesion was pre-dilated with a 4x20 unspecified balloon catheter, an 18 guidewire was used to deliver a pre-loaded 6.0mmx18mmx150cm express vascular sd stent which was used for treatment. However, during the procedure, it was noted that the stent had moved about 5mm within the catheter. The device was removed, and the procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient status was stable.